Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that, "midline leaked this weekend." Additional information received 03/13/2024: it appears that the leak occurs at the insertion point of the midline and therefore outside the patient. It is only 48 hours after the insertion that there is an absence of reflux and leaks that lead to pain in the patients' arms, as well as stress. ("Tegaderm contains a significant amount of liquid + soaked grip lock bandage"). It was reported this occurred with four devices. This report addresses the fourth device.